Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia surgical procedure, a non-recoverable error 31221 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the system, but the issue was not resolved. The tse had the customer perform hard power cycle the system, but the issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) cardcage to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc cardcage was analyzed and found error 31221 indicating the fault, confirming the failure occurred in the field. During visual inspection, the filter was found dirty. The cardcage was installed onto the golden system where the unit was able to be programmed. However, upon power up error 31221 occurred pointing to the universal power distributor (upd) board. The fseswitched out the "bad" upd board with the golden upd board and the unit was able to power on without any issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that the upd board is the root cause attributed to the reported issue.